Event description:
Boston scientific received information that this patient reported the battery of this replacement device depleted sooner than expected. The patient stated that for a six month period leading up to the replacement procedure, the full battery status had changed to half battery status. Over the course of the next three months the battery status again changed. Shortly thereafter, the device generated beeping tones. The local sales representative was contacted to inquire about the patient's recent device allegations of rapid battery depletion. The local representative reported that the device had recently been checked in (B)(6) 2011. As of late (B)(6) the longevity calculation, as reported by the device, was 10 years until elective replacement indicator (eri). The local representative was not aware that the patient's replacement device had been explanted. Despite attempts to contact the patient, it is unclear if the patient's observation was related to the chronic (explanted (B)(6) 2008) or replacement (implanted (B)(6) 2008) device. No adverse patient effects reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.